Manufacturer narrative:
Concomitant products: 1488tc lead implanted: (B)(6) 2005; 7022 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced a thumping sensation when sleeping at night that was determined to be phrenic nerve stimulation. It was noted the reprogramming options for the left ventricular (lv) lead were limited to resolve the stimulation, therefore, the patient was being referred for potential lead extraction and replacement. No further patient complications have been reported as a result of this event.